Event description:
I wore the g6 sensor over tegaderm patch after experience a rash from adhesive. The rash appears like small blisters all under the area of the adhesive and is painful and itchy. The tegaderm was worn as a barrier method to keep the rash from appearing as it had twice before (after never experiencing this issue in 4 years). The area where the adhesive touched the tegaderm above my epidermis still blistered the skin below the tegaderm barrier method. Then when I went to wear a new g6 sensor, I laid down tegaderm. Then pressed insertion button but the needle did not release. After attempting to release it via wooden spoon (hitting it) and pulling, I peeled up adhesive and called dexcom for replacement. Even after removal and pulling directly on sensor it would not disengage from g6 inserter. FDA safety report ID# (B)(4).